Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result that was generated by the access 2 instrument. The customer indicated they obtained an elevated accu tni result for one patient sample that repeated in the customer's "normal range". Actual results were not provided. No additional information regarding this event was provided. The customer did not receive any report of patient injury requiring medical intervention or change ot patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer centrifuges samples at 4,500 rpm for 5 minutes. No additional information regarding pre-analytical sample handling was supplied. The customer did not question any other results or assays at the time of this event. Per customer, troubleshooting qc performed after the event was out of specifications. The customer discontinued use of instrument until verified by service. A field service engineer (fse) was dispatched to the customer's lab: the fse addressed pinched wash buffer tubing. Fse performed system check and accu tni precision testing; all results passed within specifications. Customer was receiving vacuum errors and the fse performed vacuum flush procedure and vacuum pressure returned to normal. The fse ran cardiac qc and results were within customer's specifications. The fse verified instrument performance. In a follow-up with the customer, they are satisfied with the instrument performance. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.